Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1244, awareness date 07-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 2010 (five years before this report). As previous medical history, the consumer had a son and a daughter. Family history included a sister with heart malfunction. The essure started causing her problems after 5 years. Her first sign was her body refusing to eat eggs. When she was pregnant, she could not eat eggs at all, so she thought she was pregnant and bought four pregnancy tests, which were all negative. By beginning of (B)(6), she looked as if she was 4 months; hips, thighs, legs all had spread. By (B)(6) she could not wear any of her clothes. Her stomach was looking as if she was 6 months. Consumer started to bleed heavy. She was checked and found two small fibroid but nothing that would cause these symptoms. The symptoms got worse: she got 20 more pounds bigger. In february, her stomach was so big she would have to lay down as if she was pregnant and tired, she could not take hot shower or would itch and brake out. By (B)(6), her vision and memory were changing. She was retaining fluids. Kidneys and liver were checked and nothing. Upper scope, heart checked and nothing. She was given lasix for the body fluid and her body rejected it and she went to the hospital. She was depressed. She gained over 70 pounds in a year, her legs were swollen, the back of her ankles ache, she could barely walk, her pelvic pain was severe, she sleeps a lot in the day, her back bothers her all day because of the weight. She stated that a hysterectomy would be performed on (B)(6) 2015 to remove essure. Product technical complaint investigation and final assessment were received on 24-oct-2015: the bayer reference number for the ptc report is: (B)(4). Final assessment for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and five years later had severe pelvic pain and bleed heavy (interpreted as genital bleeding). A hysterectomy was scheduled to remove essure. These events were considered serious due to medical significance and are listed in the reference safety information for essure. After essure insertion pelvic pain and abnormal genital bleeding may occur. In the present case the consumer also had fibroids, which could be an alternative explanation for these events. However, given the nature of the reported events, a contributory role of essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since a surgical intervention will be required. The product technical analysis concluded that based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.